Manufacturer narrative:
(B)(4).

Event description:
The pt experienced shocking sensations at the ins site which started about 2 weeks ago. There was no known accident or incident related to this complaint. It was noted that he was bumped on the playground. He was scheduled for a revision to check his device system on (B)(6) 2011. Additional information has been requested. See manufacturer report #3004209178-2011-02953.